Event description:
It was reported the trial lead completely backed out of the epidural space. The incision site was slightly inflamed so the physician cleaned the site. Follow-up determined there was no infection at the site. The patient will be having a permanent system implanted in the future.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.